Manufacturer narrative:
Follow-up #1 date of submission 10/15/2016-product analysis: the device was returned and evaluated by product analysis on 09/23/2016 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Investigation revealed the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (battery compartment: case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.